Event description:
The reporter stated a cc4204bf collamer single piece lens was reported as being defective. The lens was not loaded or used and there was no pt contact.

Manufacturer narrative:
Results: a lens work order search was performed and no similar complaint was found.